Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level ranging from 201 mg/dl to 400 mg/dl. Reportedly, the customer forgot to deliver a bolus for a meal. The customer also stated that the bg level may be due to the infusion set; however, the customer did not report any issue with the infusion set. The bg level was addressed with a bolus via the pump.